Event description:
It was reported that a lead integrity alert (lia) for the right ventricular (rv) lead was triggered for short interval counts (sic) and non-sustained tachycardia episodes. It was also noted that the impedance had been gradually trending upwards, and a lead fracture was suspected. Follow-up was performed and it was noted there was lead noise observed and that the rv lead was unable to capture. The lead was programmed off and was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: ddbc3d1 ICD, implanted: (B)(6) 2014. (B)(4).